Event description:
After an implantation period of approx. 117 months, oversensing on the ventricular channel was reported. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt the lead was found cut 13 cm distal to the is-1 connector pin. A proximal and a 49 cm distal lead fragment were received for analysis, a 4 cm medial part was found missing. An explantation aid was still inserted in the distal lead fragment. Upon receipt the performance of the lead fragments was scrutinized including a visual inspection. Several signs of wear were detected on the proximal lead fragment. In particular 2.5 cm distal to the df-1 connector pin the insulation was found torn from the connector pin. In addition, parts of the lead segment leading to the df-1 connector pin were found covered with calcified tissue. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the calcified tissue residues had an impact on the maneuverability of the lead, which led to excessive mechanical stress, resulting in the torn insulation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.